Event description:
Litigation alleges pain, discomfort and elevated metal ion levels.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. No metal ion labs or revision date have been provided.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.